Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
Doctor indicated that during the procedure the hand piece connector (B)(4) did not hold properly to the mount and the implant fell and lost sterility. Procedure was finished with other instrument and implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One biomet handpiece connector and osseotite tapered implant were returned for inspection. A visual inspection revealed signs of wear about the threads, collar, and external hex. The handpiece connector is noted to have a fractured retaining pin. The reported implant mount was not returned. A device history review was performed for the implant and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The products were functionally tested. The implant engaged and retained with a house mating mount and handpiece connector when assembled. The handpiece connector would not retain with an in house mount, as the retaining pin was fractured. The complaint is confirmed for the handpiece connector. The mount in question is bundled with the implant and was not returned for inspection. A root cause for the complaint could not be determined. The following sections have been updated. Event date not reported/unknown. Narrative not included of the initial report. (B)(4).